Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and experienced that they experienced high blood glucose of 470mg/dl. Customer was assisted in no delivery alarm troubleshooting. Customer treated with manual injection. Customer stated that insulin exited during manual prime and that insulin pump did not alarm no delivery. The insulin pump will not be returned for analysis.